Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had loss of capture. The patient was rescheduled for a lead revision at an undetermined date. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient's right ventricular lead had an elevated capture threshold. During repositioning of the lead, low sensing amplitude and out of range low impedance was identified. This caused concern for the integrity of the internal conductors so the lead was replaced. The patient was stable post-procedure.